Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v600263, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturing representative via healthcare provider reported that the patient had their system explanted due to pain. No further information on the nature or underlying cause of the pain was provided. The patient was implanted for urinary dysfunction/ sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.